Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 of a loss of patient vitals and the xprezzon monitor blacked out. No injury was reported with this event.

Manufacturer narrative:
Spacelabs technical support provided instruction to the user to forward the monitor to spacelabs for investigation. The customer has not returned the module to spacelabs and has not responded to follow-up requests. This report is complete and this particular issue is considered closed.